Manufacturer narrative:
A ge service representative performed an onsite investigation. The keyswitch was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the keyswitch would intermittently cause the system to be unable to perform fluoroscopic x-ray. No pt injury was reported.